Event description:
While placing iliac leg graft in the contralateral side, under fluoro, the physician noticed that the stents appeared not to match up. It looked as though the graft was loaded backwards. The iliac leg graft was removed and not deployed, and the physician had another one in stock so used it to compare the difference. The other one was fine and was used with no patient injury. Patient is fine.